Event description:
It is reported that patient underwent a revision due to dislocation.

Manufacturer narrative:
Evaluation summary - primary operative notes were reviewed which state the implantation of the current complaint devices was during a revision surgery for femoral component loosening, poly wear and periprosthetic femur fracture. It is noted that the patient is obese. The acetabular shell was left in situ. No potential root cause was indicated in the operative notes. An undated x-ray shows a femoral head that does not appear to be completely seated within the acetabular shell. Additionally, there appears to be very little clearance between the lesser trochanter, which is cabled from a previous fracture, and the pelvic bone. With the information provided, a definitive root cause cannot be stated. Photos of the femoral head and acetabular liner were returned for review. The liner appears in good condition save a screw hole from the extraction technique. The photo does not depict any potential root cause. Manufacturing documentation for the liner was reviewed and found conforming to requirements at the time of manufacture. No additional complaints have been received against the manufacturing lot. Review of the device history records for the shell was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the devices failed to meet specifications.